Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The volume of the leak was less than 1 ml and was not contained within the instrument. The customer was wearing gloves, goggles, and a lab coat at the time of the leak. There were no erroneous results generated in connection with this event. The customer found a cracked fitting at the drain line at the differential mix chamber and replaced the differential mix chamber to resolve the leak.

Manufacturer narrative:
The customer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched. (B)(4).